Event description:
During yearly inspection, stryker observed that the customer's device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The issue could not be duplicated. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.